Event description:
It was reported that prior to patient use during setup, the cardiosave intra-aortic balloon pump (iabp) unit has a battery disconnect failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer stated there was a battery disconnect failure and chose not to repair the device. H3 other text : customer denied service.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a battery disconnect failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.